Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data from the device and have analyzed the data. There was high resistance/impedance. The weekly pace impedance trend data shows an abrupt increase for min and max rv pace= 696 to 4656 ohms peak between (B)(6) 2010 and (B)(6) 2011. There were patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the lead impedance has been steadily rising and that the threshold increased. The lead remains in use. No patient complications have been reported as a result of this event.